Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k)- k923607 and k926214 the actual device was not returned for evaluation. Reproductive testing was performed on a current guidewire sample. The guidewire sample was inserted into a metallic needle and withdrawn from it in the manner of the urethane outer layer of the guidewire sample having contact with the edge of the needle. The urethane outer layer was sheared off from the guidewire sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state as if the urethane outer layer had been cut with a sharp- edged tool. A semicircular groove was noted on the sheared urethane piece. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not manipulate/withdraw the radifocus glidewire endoscopic (urologic) wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the investigation of the current guidewire, it is likely that the actual sample was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual sample. As the result, the urethane outer layer got sheared off the wire. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.he anchor has been properly placed or the device will not function.

Event description:
The user facility reported that during use of the radifocus guidewire m in combination with a metal needle, the urethane outer layer of the actual sample became sheared off. The sheared off urethane piece remained in the patient's body, and was not retrieved. The procedure outcome was reported to be unknown. An unknown metal needle was used with the device.